Event description:
Note: this report pertains to the third of five devices reported for the event. It was reported to boston scientific corporation on september 24, 2008, that a distal bile duct perforation was observed after a procedure performed on the previous month, using a spybite biopsy forceps device (patient age, gender and weight are unknown). The patient was admitted to the hospital and later released; the patient's conditions was reported to be "fine". According to the complainant, the relationship between the duct perforation and the spybite forceps device is unknown. Refer to MFR reports #3005099803-2008-05487, 3005099803-2008-05491, 3005099803-2008-05492, and 3005099803-2008-05502 for the other four devices used in the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.